Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. The lot number was not reported. Attempts were made to obtain the information without success. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. (B)(4).

Event description:
Medtronic (covidien) received information through clinical trial data review that during a mechanical thrombectomy procedure, vasospasm occurred after the first pass of the device and 10 mg of nicadipine was given. A total of two pass were made which achieved complete revascularization of the treating vessel. No other complications were reported. The patient was reported to have been discharged with modified rankin scale (mrs) 4.